Event description:
Boston scientific received information that this right atrial lead exhibited high pacing thresholds. Additional information received indicated that the ra lead appeared to have been dislodged. This lead was explanted and a new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explant procedure should be taken into consideration. Furthermore cuttings in the insulation were found which occurred most likely during the explant procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.